Manufacturer narrative:
The buttons on the insulin pump were unresponsive due to corroded keypad traces. No button error alarms noted during testing. Erased settings were not verified due to keypad anomaly. The following cosmetic damage was noted: minor scratches on the lcd window, cracked case at display window corners, cracked belt clip slot at battery tube threads area, and reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed button error and the alarm could not be cleared by pressing the buttons or changing the battery. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.